Event description:
Additional information received reported that the lead had moved. The healthcare provider (hcp) wanted to know information for case support for a revision.

Manufacturer narrative:
Concomitant products: product ID 8591-38, lot # d01046, implanted: (B)(6) 2011, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 285240001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient started to have back pain that radiated down both legs (left more than right) and numbness/tingling on both legs on (B)(6). The patient was seen on (B)(6) 2014 by their neurosurgeon. It was found the device was off at that time. It was unknown why. The physician wanted to patient¿s device evaluated and planned to reach out to the patient as to what the next step would be. It was later reported that the healthcare provider (hcp) wanted a manufacturer representative to meet with the patient because the hcp noted the lead had ¿slipped.¿ the hcp noticed the lead issue on (B)(6). Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.